Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Submit date: (B)(4) 2012.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The reporter stated that leakage of peritoneal liquid was observed on the pt's (male, (B)(6)) abdomen, coming from the pd catheter. The catheter had been in place since (B)(6) 2010. During the removal of the catheter, a cut in the catheter was observed. Presence of staphylococcus epidermidis meti-r and enterococcus faecalis was noted. The pt was treated with both oral and injectable antibiotherapy. The peritoneum stayed at rest. On (B)(6) 2012, a central venous catheter was placed under local anesthesia. He was hemodialyzed for two months. On (B)(6) 2012, a pd catheter was implanted.